Event description:
It was reported that balloon rupture occurred. The target lesion, which was 85% stenosed, was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at nominal atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition following the procedure.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed no issues with the hypotube shaft, with no kinks or damage to the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 7mm longitudinal tear in the mid-section of the balloon. The tip showed no signs of damage. No other issues were identified during the returned product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion, which was 85% stenosed, was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at nominal atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition following the procedure.